Event description:
It was reported that a malfunction alarm with code "malf 0" occurred, but there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the device, successfully resolving the issue since the malfunction code did not recur afterward. The customer continued to use the pump for insulin therapy.